Event description:
Since I've had the essure device put in I've had headaches at least 3x a week, cramps every day, severe bloating, lower back pain, depression, painful intercourse, fatigue, sharp shooting pain in lower abdomen, and some days I can feel the spring in my tubes. Painful. I also lost my boyfriend of 2.5 years because I didn't want to have intercourse because of the pain. Our relationship went downhill fast. (B)(4).